Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital's emergency room with an open, oozing wound over the device, and the device was visible. Tests revealed that the wound was infected. The crt-d was explanted, and the leads were left in situ. The cause of the erosion and infection was thought to be a result of the patient carrying 20kg bags of dog food on his left shoulder for the past month. No adverse patient effects were reported after the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.